Event description:
Mother of a child called to report that after 10 days using the device, her child chewed it, and it is unknown if the fragmented piece was swallowed or not. She stated that her child needs to wear this device 24 hr/day for 3-4 weeks to get the results which is to help her stop sucking.